Event description:
A home patient (hp) contacted baxter's technical services to report the homechoice (hc) machine made a "pop" and then lost power. There was then smoke coming from the power switch. The hp reported no issues with her electrical outlets. Hp lives in a brand new apartment. All other appliances are fine. The hp informed there was no patient injury or medical intervention related to the smoke reported as this issue occurred before use.

Manufacturer narrative:
(B) (4).